Event description:
It was reported that the atrial lead exhibited episodes of auto mode switch due to noise. No intervention was reported and the patient would be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.